Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system remotely and confirmed the reported issue. The end user replaced the absorbent canister to resolve the issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA, madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in high co2 delivery during a case. There was no patient injury.